Event description:
Information from medical records received for review: on (B)(6) 2006 - open umbilical hernia repair with bard composix kugel mesh. On (B)(6) 2007 - laparoscopic mesh explant with repair of multiple incarcerated incisional hernias. Multiple dense adhesion to abdominal wall & omentum noted. Composix kugel mesh appeared to have migrated somewhat and it was felt imperative to remove because of the exposed what appeared to be prolene component. Mesh was freed up from the abdominal wall and there was no associated hernia underlying the mesh, however, two separate hernias were visualized inferiorly to the mesh. Gore-tex dualmesh graft was used to repair these two hernias. The composix kugel mesh was explanted in its entirety. Pt underwent subsequent surgery for pelvic tumor removal, removal of gore-tes dualmesh which had become infected, and implant of ethicon prolene mesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. Medical records received for review indicate that the pt had and was treated for additional incisional hernias inferiorly to the implanted bard composix kugel mesh. The report does not specify a specific product problem with the bard composix kugel mesh other than it "appeared that it had actually migrated somewhat" and no product was returned for evaluation, therefore, based on the currently available information, there is no indication that a failure in the device caused or contributed to the event.